Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) was replaced due to normal battery depletion. Three months later, the patient developed an infection. The device and two leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the u.s. And is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4592 implantable pacing lead: (B)(6) 2004. 4092 implantable pacing lead: (B)(6) 2004. (B)(4).